Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 4 years and 8 months after the initial implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. During the surgery, there were no significant findings observed. Patient has since recovered.